Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The device logs prior to the reported event were reviewed, and no anomalies were identified. The root cause of the loss of stimulation cannot be definitively determined. The evoke scs system surgical guide details warnings and precautions associated with the use and maintenance of the spinal cord stimulation, including "patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, near the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. The patient first noted the loss of stimulation following an unrelated surgery. Reprogramming was attempted and unable to resolve the reported issue. A revision procedure was performed, and the evoke scs system was replaced to resolve the reported event. The details of the unrelated surgery have not been disclosed to saluda medical representative. It was suspected that the electrocautery may have been used during this unrelated procedure.